Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010 the patient stated there was an air bubble in her insulin cartridge. She stated the cartridge had been in use for a "few" days. She stated she allows insulin to reach room temperature prior to use. She disconnected from the infusion site and primed the air bubble from the system. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.